Event description:
Olympus was informed by the biomed at the user facility that the customer visera elite video system center has no image. The customer reported ¿it appears to be the connector, where the camera plugs in¿. The reported problem was found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus service center. The customer¿s reported problem was confirmed, no image is displayed due to a defective video connector. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective video connector could not be determined. Olympus will continue to monitor field performance for this device.